Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). Fa was able to confirm the reported complaint. The sp camera was visually inspected and found with mechanical damage to the scope¿s distal tip. The distal window located at the distal tip was visually inspected and found to be cracked. The surface damaged appeared to have small fragments missing and were not returned. Fragments are approximately 0.03" to 0.07" in length. The complaint regarding physical damage was confirmed by fa.

Event description:
It was reported that after a da vinci-assisted simple prostatectomy surgical procedure there was a gouge at the end of the single-port camera. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: there was very little information available about the product. The initial reporter is the sterilization supervisor and was not in the or when the issue occurred. The damage was observed when the endoscope came into decontamination. The initial reporter spoke with the or to inquire about what happened during the surgery, and how the endoscope may have acquired the damage. The or was unable to provide any further information.